Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2003. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated power-on reset parameters were present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the patient receiving an MRI (magnetic resonance imaging) scan, the device was programmed to doo 80 mode. The patient entered the MRI machine and the physician noted that the patient's heart rate fell into the 40s. Device interrogation showed por (power on reset) and vvi 65 mode. The device was reprogrammed to doo 80, the patient went back into the MRI machine, and again the pacing rate fell into the 40s. The patient was removed from the machine to reposition and dual chamber pacing resumed. The patient was again moved into the MRI and again pacing stopped and the rate fell into the 40s. After the MRI was completed, the device was interrogated and found to be programmed to doo 65. The device remains in use. No further patient complications have been reported as a result of this event.